Event description:
The customer reported that their central nurse's station (cns) is displaying an "ssd access error". This error is intermittent and it appears in a yellow banner on top of the screen. When the error is displayed the cns would go blank. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying an "ssd access error". This error is intermittent and it appears in a yellow banner on top of the screen. When the error is displayed the cns would go blank. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: zm-521pa. Serial #: (B)(4). Device manufacturer data: 09/21/2012. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying an "ssd access error" message. This error is intermittent and would appear on a yellow banner on top of the screen, which was obscuring patient monitoring. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and repair. During the evaluation of the returned device nihon kohden repair center (nk rc) was able to duplicate the reported issue of an ssd access error. It was observed that the system could not boot into the cns application. It was found that both hdds were either corrupt or degrading. The hdds were replaced to resolve the issue. Hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot. The device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: zm-521pa. Serial #: (B)(6). Device manufacturer data: 09/21/2012. Unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that the central nurse's station (cns) was displaying an "ssd access error" message. This error is intermittent and would appear on a yellow banner on top of the screen, which was obscuring patient monitoring. No harm or injury was reported.

Event description:
The customer reported that the central nurse's station (cns) was displaying an "ssd access error" message. This error is intermittent and would appear on a yellow banner on top of the screen, which was obscuring patient monitoring. No harm or injury was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.